Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the valve was implanted, it was set up at 2.5. On (B)(6) 2017, during an outpatient visit, ventricular dilatation was lowered. On (B)(6) 2018, the valve was set to 1.5 due to suspected malfunction. Then on (B)(6) 2019, during an outpatient visit, the patient was experiencing para-paresis and urinary incontinence. A CT scan revealed ventricular dilatation.